Manufacturer narrative:
No additional information was reported/additional information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-15583. It was reported that the patient presented in clinic for follow up. Upon review it was noted the atrial lead and left ventricular lead exhibited high capture threshold. Fluoroscopy imaging showed both leads had dislodged. The leads were explanted. The vein was occluded and were not able to be replaced.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fracture or internal shorts. No anomalies found.